Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2013 to report that on the day of the call, the patient¿s mother removed the sensor due to a senor failure message, she found that the sensor wire had detached, and was left behind in the patient¿s abdomen. The mother reported that the patient experienced no discomfort and no medical intervention was required. The device is not indicated for use in pediatric patients.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.